Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during training by facility staff, the device's battery exploded. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Upon review of the customer's report it was noted that the batteries currently installed were manufactured in thailand and were non-zoll approved batteries. According to the AED plus administrator's guide: "only duracell cr123 batteries made in the USA are approved for use in the device. The guide specifically states: "use duracell batteries only, made in the USA. Use of other batteries may result in significantly longer defibrillator charging times than those required during emergency situations." No trend is associated with reports of this type.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. However, visual data of the reported malfunction was provided by the customer. The customer?s report was observed during review of the visual data. Analysis of reports of this type has not identified an increase in trend.